Event description:
Reportedly, the pad was placed on the buttocks during the procedure, at the conclusion of the procedure while assessing the pad site everything appeared to be fine, and there was no injury observed at that time. Approximately 1 to 2 days post operative, the hospital is quoted as saying there was a "burn/ irritation" the size of which was approximately half the pad. The pt required a skin graft for the injury.